Event description:
The hospital staff attempted to use the unit to administer a synchronized countershock to a cath lab patient diagnosed in ventricular tachycardia at a rate of 250bpm. The defibrillator allegedly failed to discharge using disposable defibrillation electrodes. The operator also attempted to use the standard external paddles to administer the countershock. The unit again allegedly failed to discharge. A backup defibrillator was made available and used to successfully cardiovert the patient. The patient's outcome was described as ok. The unit was being used on ac power. The operator said he was not sure if the sync markers were present on the displayed ECG during the reported event.